Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer¿s cursor was observed jumping. It was noted that during the incoming inspection, the stylus was not functional, attributed to a faulty cable. No further anomalies/problems were observed. An electromagnetic interference (emi) repair was performed as a preventative measure to screen issues with the installed finger-touch option. The finger-touch option was tested and worked correctly. The software was reinstalled and updated to the latest version to solve the software history error. All found defective parts were replaced, and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s cursor was observed jumping. There was no patient involvement.